Manufacturer narrative:
Eval summary - the product was not returned and not enough info was provided from the account to properly complete an investigation. No root cause could be determined. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her sight is worse than prior to the surgeries. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.